Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to loosening.

Manufacturer narrative:
The engineering evaluation noted in the revision reported was likely the result of insufficient boned between the cement and the bone with lead to aseptic (non-infected) loosening. However, this cannot eb confirmed because the devices were not available for evaluation. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00708, 1038671-2018-00709, 1038671-2018-00710, and 1038671-2018-00720.

Event description:
Revision due to loosening.

Manufacturer narrative:
Pending evaluation. Updated with additional information and file is associated with 1038671-2018-00720.

Event description:
Revision due to loosening.